Event description:
This lead was capped and replaced on (B)(6) 2012. Attempts to find out why the lead was capped, were unsuccessful. Should additional information be received, this file will be updated.